Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10: h10: the device was received for evaluation. Visual inspection was performed and the blue cap was not positioned on the patient connector. The reported condition was verified. The cause of the condition was due to an automation assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cap on the patient line of a home choice pd set was missing. This was observed before use for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.